Event description:
It was reported "on (B)(6) 2025, when establishing central venous access for a patient in the department, the guidewire was found kinked, which caused difficulty in accessing the catheter, significantly lengthened the time required for puncture, and increased the risk of infection and delayed treatment for the patient. The central venous catheterization kit was immediately replaced with another central venous catheterization kit." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, when establishing central venous access for a patient in the department, the guidewire was found kinked, which caused difficulty in accessing the catheter, significantly lengthened the time required for puncture, and increased the risk of infection and delayed treatment for the patient. The central venous catheterization kit was immediately replaced with another central venous catheterization kit." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".